Manufacturer narrative:
(3317/3233/11) the investigation still on-going. A follow-up report will be submitted upon completion of the investigation.

Event description:
During a surgery performed on (B)(6), 2015, the graft was reported to bleed. Hot water and hemostatic agent were used to stop the leak. The leak was stopped after 2-3 min. The graft remained implanted and the surgery was completed without any adverse outcome for the patient. No additional information on the product serial number could be obtained at the date of this report.

Manufacturer narrative:
One remaining fragment of the involved device has been sent to an outside laboratory for scanning electron microscopy analysis. A review of the complaint device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The investigation is still on-going. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The ((B)(4)) one remaining fragment of the complaint device has been sent to an outside laboratory for macroscopic and scanning electron microscopy (sem) evaluation. The sem analysis showed no significant abnormality such as tear, extensive filament rupture, sectioning, loss of the textile cohesion or hole, neither macroscopically nor ultrastructurally. The presence of collagen was confirmed. (B)(4).